Event description:
It was reported the insulin pump alarmed no delivery during fill cannula. Customer does not know blood glucose level. Customer's father reported he attempted to push insulin through the tubing but there was air and it was hard to press the plunger, no insulin exit. Customer's father was advised there might an occlusion in the infusion set. Customer was advised to do a complete set change and to call back if issue persisted. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.